Manufacturer narrative:
The lot number for the malfunctions were provided and a lot history review was performed. The devices have not been returned for evaluation. Since no sample was returned an no objective evidence has been returned for review, the investigations will remain inconclusive for the reported fracture and fluid leak. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model nnu8lpt drainage catheter allegedly experienced fracture and fluid leak. This information was received from various sources. Both malfunctions involved a patient with no consequences. The patient's age ranged from 65 to 76 years old, the weights ranged from 63 to 65 kilograms, and one was male and one was female.